Event description:
It was reported that a user on the ilet system experienced hypoglycemia while using a dexcom cgm and self-treated with oral carbohydrates (approximately 19¿20 grams from soda) and manually paused insulin, which constituted an improper method and noncompliant use of the device. Symptoms included hypoglycemia with confusion and disorientation, with a lowest cgm value of 51 mg/dl and duration of approximately 30 minutes. Outcomes included classification as a serious illness/impairment and an unexpected medical intervention requiring medication in the form of oral glucose. Investigation included communication with the user, analysis of user-provided information, and review of the event. Investigation of this case revealed no device problem and identified a usage problem, specifically failure to follow instructions and an incorrect procedure, with no applicable device component implicated. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error that contributed to the event.